Manufacturer narrative:
Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "possible rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell/others, red particles on the gel, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified three broken sharp edges on the posterior. A dimensional measurement in the shell was performed which identifies the thickness within specification. Based on the device analysis the final assessment was three sharp broken edges on the posterior assessed as unidentified (tear) opening and missing shell assess as inconclusive.

Event description:
Device has been explanted.